Manufacturer narrative:
Date received by manufacturer: 30sep2019. Report date: 01oct2019. The touchscreen was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. (B)(4). The customer reported that the touchscreen was later calibrated and the issue appeared to have been resolved. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the touchscreen became unresponsive after the power button was pressed. The customer reported that the unit had to be unplugged to power off the device. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29apr2019. Correction: report source, added foreign. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.